Event description:
In 2006, this patient had three de novo lesions that were identified (mid-sfa, distal sfa and p1). Right or left is not documented. The calibrated angiography revealed a mildly tortuous target vessel with a reference diameter of 4.5mm. The target lesion morphology was eccentric with moderate calcification. The lesion length was 150mm and 90% stenosis. One patent run-off vessel was visualized. A 4.0mm/6.0cm length polarcath was inserted. A total of four inflations were performed with satifactory immediate technical results. The total croplasty procedure time was 44 minutes. The final residual stenosis post polarcath treatment was 10%. It was reported that the followinng mont, the patient had a follow up visit to the physician. The patient had a clinical stage of minor tissue loss (fontaine IV or rutheford grade iii, category 5). The patient's reported walking distance was 0 meters. No information was provided regarding ankle brachial index (abi), duplex or angiography. Re-intervention was performed/planned through surgery. Date of re-intervention is not documented. No additional follow up visit data was provided.

Manufacturer narrative:
The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed. The batch number is unknown. Therefore a review of the manufacturing documentation could not be performed. The most probable root cause is undeterminable. Device not returned for analysis.